Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 24 months. Product was not returned, although photographic evidence was provided to aid in this investigation the complaint cannot be confirmed as the device was not returned. As a result, a product evaluation and problem confirmation cannot be performed.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was experiencing a vaso occlusive crisis because of the sickle cell type ss during their most recent hospital stay. The medical personnel used the cadd infusion system to manage the patients suffering. The patient's hemoglobin level was low 5.1, and even after the dosage was changed to a supposedly greater amount and a bolus was given, the patient's pain worsened. The patient often saw error warnings on the equipment. Even during the patient's stay, the machine needed to be replaced because of an unexpected difficulty. These issues made the patient's stay longer, more agonizing and subsequently required oxygen and blood transfusions in addition to a number of other tests and procedures. Pump stopped with an error code of 46446 and has an issue of reservoir volume is zero.